Event description:
A user facility submitted a repair request to the olympus service center, for the endoeye flex deflectable videoscope exhibiting noisy image during angulation. Upon inspection and testing of the customer returned device, the scope exhibited scope communication error code e216. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image noise occurs due to damage to the image pickup unit, and the image did not appear temporarily, curved rubber scratched, curved rubber adhesive missing, and scratches on universal code. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that upon inspection and testing of the customer returned device, the scope exhibited blackout during curvature. This follow-up medical device report is being submitted to capture the additional reportable malfunction found during evaluation.

Manufacturer narrative:
This report is been submitted to provide additional information from the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a short-circuit of the image sensor cable. Olympus will continue to monitor field performance for this device.